Manufacturer narrative:
The device, intended to be used in treatment, has been returned for evaluation. Visual inspection reported no defects. The functional evaluation confirmed that the device was not able to start without errors and could not be charged. The device was also unable to control negative pressure, establishing a relationship with the reported events. The root cause for all events was determined as a failed main pcb. A review of the manufacturing records found that the product met specifications at the time of manufacture. A complaint history review found other similar incidents in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found defective during the blockage/full test. Additionally, during service evaluation, the device was found unable to generate and control negative pressure, operate on ac or battery power and cannot recharge the battery and could not start up correctly. No patient involved.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to the j13 connector being damaged, could not start up correctly because the mainboard was defective and lastly the device could not generate and control negative pressure because the motor connector was defective. No patient harmed, and no injury reported because this was found during service and repair.